Manufacturer narrative:
Method: actual product was received for an evaluation and investigation, and testing is currently being performed. A visual inspection was performed on the returned device. A review of the device history records (DHR) is currently in progress for the reported lot number given. Results: at this time the evaluation is still in progress. Results will be provided once completed. Conclusions: a conclusion is not yet available as the investigation and evaluation of the product are still in progress. A follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 400ml; flow rate: 6ml/hr; procedure: shoulder surgery to repair fractures and adhesions. Cathplace: around the neck area near the shoulder. Date of surgery: (B)(6) 2014. The patient contacted the product support line. She was concerned that the pump was completed on saturday instead of sunday. The patient was discharged from the hospital around 1830 on (B)(6) 2014. On (B)(6) 2014, the patient described the pump as empty. The pump was fill at 400ml with 0.2% ropivacaine and ran at 6ml/hr. It was used at room temperature and outside the clothing and blanket. The patient's condition was reported to be "okay". (B)(6) 2014, additional information was received that the patient is doing fine per the patient's wife. At about 2030 on saturday, when they checked the pump, they noticed it has emptied.